Manufacturer narrative:
Based on the claim against the product, by the customer noting instrument wrist misaligned and stuck in trocar. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have the main tube broken. Pieces of the main tube measuring approximately "0.140 x 0.304", "0.186 x 0.283", and "0.203 x 0.302" were not returned with the instrument. The distal tip of the instrument was not returned along with the instrument. Common causes of the failure mode broken instrument main tube are typically attributed to misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The root cause of this failure is attributed to misuse. The complaint regarding wrist misaligned and stuck in trocar was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause was attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported, based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in this a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for this d4 is not applicable. Field d6 is blank. Because the product is not implantable. Field e4 is blank. Because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. The force bipolar instrument wrist misaligned during the procedure. The instrument became stuck in the trocar, and the customer had to take the end off to get the instrument out of trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi), made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.